Event description:
Dealer is stating that they are alleging that either a bent fork, either rusted out and causing the caster to go sideways. Dealer has not seen the chair. No other information provided.